Manufacturer narrative:
(B)(4). Evaluation - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(4) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. A field service engineer (fse) visited the site on 04/17/2013 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient has anterior basement membrane dystrophy causing recurrent corneal erosion. On (B)(6) 2013, patient had an epithelial scrape on both eyes with a bandage contact lens. No loss of best corrected visual acuity (bcva). Patient has light sensitivity and intermittent discomfort.